Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms noted. The device had intermittent button response noted during testing due to corroded keypad traces. The device minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery while changing her infusion set. The customer also states that they have an unresponsive keypad, and a bent cannula. The blood glucose reading was 400 mg/dl. The high blood glucose levels were treated with the insulin pump. Troubleshooting for the bent cannula was declined. There were infusion sets and reservoirs that were incorrectly sent to the customer. No significant events leading to the alarm were observed. Nothing further reported.